Event description:
It was reported that dislodgment of the left ventricular (lv) lead was observed. The device was reprogrammed to deactivate the lv lead. Later, the lv lead was capped during an unrelated procedure. The patient was in stable condition.